Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and four months post filter deployment, computed tomography (CT) revealed there was an infrarenal inferior vena cava filter demonstrated with the cephalad apex of the filter located approximately 1.8 cm inferior to the lowest renal vein. The apex appears to nearly abut the right lateral wall of the inferior vena cava. All the struts of the filter appear to perforate and extend beyond the confines of the inferior vena cava primarily extending into the adjacent adipose tissue. One of the struts approaches and abuts the traversing duodenum possibly extending into the posterior duodenal wall. There are additional struts which appear to abut the aorta without evidence of perforation of the aorta. The strut which extends most outside the confines of the inferior vena cava extends approximately 6 mm from the wall of the inferior vena cava. The patient experienced left-sided abdominal pain. Therefore, the investigation is confirmed for the perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with peripheral vascular disease. Approximately after thirteen years and four months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.